Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an intermittent, multiple altitude alarms and there were delays in clearing the alarms. The customer's blood glucose (bg) level was 232 mg/dl. However, at the time tandem technical support was contacted, the bg level had not yet lowered and a bolus was delivered to address the bg level. The customer indicated would use the pump until a replacement arrives.